Event description:
Home patient (hp) reports overflow of solution from the patient line of homechoice cassette during prime. Hp ended treatment and restarted with new supplies. No patient injury or medical intervention reported per hp.